Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿the patient saw "call your doctor" icon with por (power on reset) message on their patient programmer. It was reported the patient indicated their amplitude was around 7.5v. The medtronic rep (rep) was redirected to meet with the patient as por needed to be cleared with clinician programmer/app. Technical services reviewed what occurs with por and potential root causes (include emi (electromagnetic interference) and low battery level. Rep was going to meet with patient in clinic (no appointment scheduled yet) to resolve por and discuss other troubleshooting/next steps given that patient's amplitude was rather high. Patient notified clinic of por today and clinic notified medtronic rep. No further complications were reported at this time.